Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during cori assisted tha surgery, the real intelligence cori successfully registered. The surgeon finished reaming, and a "visual c++ debug assertation failed!" Window popped up on the screen. The "retry" option was hit, and another box popped up saying: "the application hip7 cup and leg terminated unexpectedly. Do you want to restart?", they hit "yes". The "debug assertation failed!" Window reappeared with a blank "restore data..." Bar in the background. Hit "retry" and "yes" 3 more times. On the 5th time seeing the error, they hit "ignore". The window went away, and the cup navigation screen was restored. The surgeon was able to navigate the cup. When the surgeon was ready to trial, they hit "next" and went to the leg length and offset screen. The surgeon was able to assess it and did 4 times. The offset reading appeared wrong, with a +0 head it said it was lateralized 5 mm, and when switching to a -3 head it said it was lateralized 6 mm. The procedure was resumed, after a non-significant delay, with the same device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the technical support team. The reported problem was confirmed. This could be related to an error in code generation or build configuration, or an actual threading bug. If the error occurs during a case, pressing ¿ignore¿ might get the user back to hip sw. Regarding the offset reading, given a specified overall system accuracy of 2mm, the deviation might be caused by different factors. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was confirmed through log file review, a definitive cause could not be determined. Factors contributing to the reported problem may have been associated to code generation, build configuration, a threading bug, trial head not fully seated on the trial neck taper or pinless femoral reference array might have moved/shifted. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.